Manufacturer narrative:
Philips service replaced the luc board v4, clea extension board 2, spc3, spc4, ii-shift motor, and mvr low power board, and calibrated the geometry. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry restarting error; system initially immobile on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.